Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the iipdtus item remained completely embedded within the implant and could not be separated. Zimvie received one (1) iipdtus, (internal connection universal placement driver tip - short) for evaluation. Visual evaluation / functional test was performed, slight wear and driver is stuck and can not be disengaged. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [iipdtus] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in surgical manual. Therefore, based on the available information, a device malfunction did occur. The driver has wear and is stuck and can not be disengaged. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the iipdtus item remained completely embedded within the implant and could not be separated. No affected dental position was reported. The procedure was successfully concluded without any impact on the patient.

Manufacturer narrative:
Zimvie complaint number (B)(4).